Event description:
Further follow up identified one of the patient's scs leads, which appeared to be broken, was explanted and replaced. Surgical intervention resolved the issue. Reportedly, stimulation was restored postoperatively.

Event description:
It was reported, the patient experienced autoreduction through her scs leads. Diagnostics determined invalid impedances on one of the lead. At time, a sjm representative was able to resolve the issue with reprogramming. However, the issue reoccurred. Surgical intervention will be taken at a later date to address the issue. The patient received 2 scs leads with the same lot number.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Result: the complaint for ¿autoreducing¿ was confirmed. Microscopic inspection of lead revealed a fracture with all broken wires at the stimulation end. A cam impression was also observed. When a swift-lock anchor was aligned to the cam impression, the fracture corresponded to the distal end of the anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.